Event description:
The pt presented to the ER with vomiting and syncope secondary to vf. Undersensing of the atrial lead was reported. That pt's medications were adjusted and this lead was capped and replaced. Should add'l info become available, this event will be updated.